Event description:
It was reported that after a laparoscopic sleeve gastrectomy procedure, a post-op leak was detected one day post-op by methylene blue test. Rep said surgeon usually uses all black reloads on laparoscopic sleeve gastrectomy procedures. A stent was placed and the patient is still in the hospital at this time. The device was disposed of on initial procedure.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.